Manufacturer narrative:
No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was unresponsive. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) provided the customer with the part information and pricing for a replacement touchscreen. Good faith efforts (gfes) are being completed to obtain confirmation of part order, part replacement, and resolution. Investigation is ongoing.